Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Evaluation method - no testing methods performed.

Event description:
It was reported that it after a procedure the surgeon noted the one side of the patient's vocal cords is "out." It is unknown if this was a temporary or permanent impairment. Follow-up communication found the patient had a cancerous tumor on the nerve. The patient is following up with another ent physician for a second opinion. The nerve monitoring device has been used several times since the reported event without any problems. The device is not being returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.